Event description:
According to an operative report rec'd from the initial reporter, the pt was admitted to the hosp for replacement of his bjork-shiley convexo-concave mitral valve due to a para prosthetic leak. During surgery, the pt also had elective replacement of his bjork-shiley convexo-concave aortic valve. The pt tolerated surgery. Post-operatively during his hospitalization, the pt was treated for atrial fibrillation and a chest infection.